Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 483 mg/dl. The customer stated that he felt "icky" and treated with 3.0 units of insulin via manual injection. He declined to check his settings. Upon troubleshooting, it was found that the insulin pump passed the high pressure test. The customer's mother stated that at one point, the customer's blood glucose reading reached as high as 525 mg/dl earlier in the day. No bent infusion set cannulas were found. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.